Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 314 days following placement of biliary wallstent, the stent was found to be impacted. The patient presented for treatment of benign biliary stricture. A covered biliary wallstent was placed. The patient experienced pain during indwell a and stricture revision was scheduled at which time the physician noted that stent was impacted. Removal of the biliary wallstent was completed with a snare, rat tooth forceps and balloon sweep extraction of stones. The stent was reportedly difficult to remove, due to the device being impacted. The investigator assessed the event as serious, mild in severity, and definitely related to the device. The event was resolved with removal of the wallstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.